Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found the actual longevity of the device to be less than 80% of the devices 99.9% longevity limit. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.